Event description:
During surgical procedure, covidien endo gia universal stapler 12mm xl; failed twice. After the second firing of stapler #1, the stapler "jammed" meaning that the stapler would not open or close the reload staple. A second stapler was then used and it too did not work. Stapler #2 would not open or close the reload. Subsequently, a third stapler had to be opened to finish the case.